Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment of the first hepatic portal in a partial liver resection under endoscopy, the surgeon was able to press the green button and squeeze the handle however, the device was not able to fire. Surgeon replaced the device. There was no patient injury.